Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced shock due to oversensing when presented. Review of the remote records revealed noise oversensing. Electromagnetic interference (emi) was suspected. No intervention performed. The patient was stable and will continue to be monitored.